Manufacturer narrative:
Implant was returned for investigation. Visual evaluation of the returned device identified the implant had dried blood and signs of use and failed functional testing as it took excessive force to remove the mounts. No pre-existing conditions were noted on the per and the patient had unknown bone density. The reported device was intended for use on tooth #19 (universal) and were used for a single day/procedure. The customer did not provide pictures or additional evidence. Appropriate documentation was reviewed. A DHR reviews were completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. A complaint history reviews were performed for the reported lot number for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed for the implant as the device failed functional testing as it took excessive force to remove the mount. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. K962106.

Event description:
It was reported that the implants body cannot be removed from the delivery mounts. The implant was removed and another implant was placed. Tooth location #19.